Event description:
It was reported that during lens insertion the lens haptic tore off. The incision was enlarged to remove the lens. Another lens of a different model was implanted. Suture was used. Please reference MDR number 1119279-2014-00183 for the inserter used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.